Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, 30mm amplatzer multi-fenestrated septal cribriform occluder was chosen for an atrial septal defect (asd) using 8f amplatzer talisman delivery sheath. During procedure, it was noted that the device did not conform properly, the device was opening in a goblet shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The physician placed the prosthesis in heated serum, but the device remained the same shape. A new 30-25mm amplatzer talisman pfo occluder was chosen and successfully implanted without any complications. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. It was indicated that there were no interactions with cardiac structures and no angulation/kink was observed with the delivery system. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Imaging received from the field appeared to show device deformed in bulbous shape which can not be confirmed. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.